Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: gynecare gynemesh, tension free vaginal tape /obturator.

Manufacturer narrative:
There are two possible devices involved in the event as follows: gynecare gynemesh - product code gpsxl3; batch alb824, mfg date: 10/01/2008, exp date: 10/31/2013. Tension free vaginal tape /obturator - product code 810081; batch 3270025, mfg date: 02/24/2009, exp date: 01/31/2010. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Concurrent to mesh implantation the patient had a hysterectomy. The patient had mesh removed on (B)(6) 2009 and (B)(6) 2010 due to mesh erosion, urinary and fecal incontinence and dyspareunia.

Event description:
It was reported that a patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2009 and an obturator sling and pelvic floor repair mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.